Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6) 2009, secondary to stress urinary incontinence. According to the complainant, post-procedure, the patient developed pain in the vaginal area and continued urinary incontinence. Reportedly, the patient was referred to a urologist, who removed the advantage device on (B)(6) 2012 and found that the mesh was eroded (specifics unknown). All other information, including the patient's current condition, is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.